Manufacturer narrative:
Concomitant medical products: metasul head hip impl win gen catalog #: unknown ; lot #: unknown, cup hip impl win gen catalog #: unknown ; lot #: unknown, metasul inlay hip impl win gen catalog #: unknown ; lot #: unknown, therapy date : (B)(6) 2018. The manufacturer did not receive x-rays, or other source documents for review. The device was received, the investigation is pending. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Product was implanted on the right side and patient was revised due to implant fracture.

Event description:
It was reported that the patient had a revision surgery approximately fourteen years post implantation due to implant fracture. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: fracture of the stem. Event description: after almost 14 years in vivo a fracture of the exafit stem was discovered during the patient¿s consultation at the surgeon. Review of received data - review of available information the documents were received in (B)(6) language. The author of the report is not familiar with the (B)(6) language and to review the content an online translation tool was used. Where required a (B)(6) speaking person was consulted. The content of the documents is summarized below. The given height and weight of the patient (received by email on (B)(6) 2018) results in a bmi of 35.5. According to the bmi scale the patient can be classified as obese class ii (bmi from 35 to 40). (B)(6) form the hospital reported the case to the competent authority. The description of the event states that during consultation with the surgeon dr. (B)(6) a fracture of the thp implanted in 2004 (exafit) was found and that the fracture occurred without fall. - surgical notes implantation (B)(6) 2004. Diagnosis: coxarthrosis right. Treatment: total hip arthroplasty right: cedior cup 56 mm with metasul insert inner diameter 28 mm, exafit stem 4.1 fixed with palacos genta, metasul head 28 mm, neck + 4 mm intervention: a transgluteal approach is used. After exposure of the acetabulum the latter is reamed until 56 mm and a cedior cup 56 mm is impacted. A metasul insert with inner diameter 28 mm is placed. The femur is prepared with rasps. An exafit stem 4.1 with 15° of anteversion is implanted. The joint is reduced with a trial head 28 mm, neck + 4 mm. There was a good stability and therefore a definite head of this size is used. The joint is reduced, a redon drain is placed and the wound is closed. Explantation (B)(6) 2018. Diagnosis: fracture of the stem of the thp right. Treatment: complete revision of the thp right: mobility cup 58 mm, polyethylene insert inner diameter 28 mm, exafit stem 4.1 fixed with palacos genta, head 28 mm; neck 0, medullary plug ethisorb. Intervention: a transgluteal approach was used. The articulation is exposed. There is a fracture of the femoral neck approximately 5 mm below the taper. The cement is removed proximally and then the stem is removed. After removal of the quasi entire cement an abundant lavage is performed. A medullary plug is placed. The femur allows a stem 4.1. The cup is removed without difficulty. After abundant washing the acetabulum is reamed until size 58 mm. A mobility cup is impacted with excellent fixation. One is turning back to the femur which is newly washed and an exafit stem 4.1 is fixed with palacos genta. A head 28/0 is mounted in a definite polyethylene insert and impacted on the stem. The joint is reduced. There is a good mobility and stability, the hemostasis is verified and the wound is closed. - x-rays a pdf file was received containing three x-rays showing a pelvis overview. The x-rays are all the same therefore actually only one pelvis overview is available. On the x-ray a total hip prosthesis is implanted on the right side (fig. 1). It is visible that the head is located in the cup¿s metasul insert but not anymore on the stem. The stem neck seems to rest on the rim of the metasul inlay. Due to the limited quality of the x-rays nothing can be said about the bony situation. Devices analysis - visual examination the exafit stem is fractured in the neck region. The fracture occurred approximately 7 mm below the head¿s bottom. Except for some scratches and partial deformation of the edge the fracture surface of the proximal fracture part is intact. The latter shows a fatigue fracture. In contrast the fracture surface of the distal fracture part is only partially intact because its edge got deformed downwards and worn. From the still intact fracture structure indicating some remains of the residual fracture it can be concluded that the fracture origin is located on the lateral side of the stem. The stem neck exhibits scratches, smeared metal and marks from the use of an electrosurgical instrument (cauter). On the proximal fracture part a fine circumferential groove can be seen on the stem neck about 4.5 mm below the head¿s bottom. When the head with the proximal fracture part is placed in the metasul kappa insert it is obvious that the groove derived due to contact with the rim of the metasul inlay. The anchoring area as well as the collar of the stem is damaged by indentations, fine and coarse scratches, most probably deriving from the revision surgery. On the posterior side close to the collar a zone with signs of loosening could be detected. On the anchoring side of the press-fit shell some of the fins are damaged or broken off. In one region of the shell coarse scratches and cauter marks are visible. Further, there are bone "ongrowth" and some remains of the hydroxyapatite coating. The metasul kappa insert is still fixed inside the shell. On the shell¿s rim in the same region as on the anchoring side there are cauter marks. The rim itself is deformed and worn on a length of approximately 30 mm. On the adjacent insert the polyethylene liner is abraded and the outer edge of the metasul inlay appears to be worn and partially covered by smeared metal. The metasul inlay shows numerous fine scratches on the articulation surface. It was tried to remove the insert form the shell by impaction through the pole plug hole. However, the worn area of the shell¿s rim seems to be folded over the polyethylene and is fixing the insert in that way. To avoid coarser damage to the insert it was left in place. The metasul head shows diffuse coarse scratches and cauter marks approximately from the bottom including the bevel till the height of the equator. There are also some scratches and cauter marks on the rest of the articulation surface. Additionally, a small blackish discolored area can be observed. The head surface was inspected under the microscope at 200-fold magnification with differential interference contrast (dic). In the loaded region the carbides, which in the original surface state protruded slightly, are leveled, while they are still recognizable in the unloaded region. The small blackish discolored area seems to be a smeared material. - additional investigations due to the fact that the removal of the proximal fracture part of the stem neck from the head would probably cause damage to the fracture surface and neck¿s lateral area it was omitted to perform a wear measurement of the metasul pairing. The proximal fracture part was examined with a scanning electron microscope (sem) type jeol jsm-6610. On the entire fracture surface the fracture structure is flattened and not anymore original. However, the structure in the fatigue and residual fracture region differ clearly. In the latter a deformed dimple structure is recognisable while the fatigue region rather mirrors the microstructure of the material. In a second step the lateral area of the stem neck in the area of the fracture origin was inspected. As already visible under the light microscope the lateral area directly adjacent to the fracture surface is deformed towards the fracture surface. Within the deformed area diagonal tracks of smeared metal can be seen. In the latter transverse cracks could be detected which seem to affect only the smeared metal but not the base material itself. As far as visible and assumed that the damage of the lateral area of the stem neck is a concomitant, no defects that could have triggered or favored the fracture were found on the fracture surface and on the lateral area of the stem neck. Conclusion: after almost 14 years in vivo a fracture of the exafit stem was discovered during the patient¿s consultation at the surgeon. The available xray shows that the head is located in the cup¿s metasul insert but not anymore on the stem. The stem neck seems to rest on the rim of the metasul inlay. The displayed situation points to a fracture of the stem in the neck region. This is confirmed by the description in the surgical report of revision surgery and the received explanted stem. The latter shows a fatigue fracture in the neck region approximately 7 mm below the head¿s bottom. Macroscopically, the fracture surface of the proximal fracture part seemed to be intact, however the examination with the sem showed that the fracture structure is flattened and not anymore intact. The distal fracture part is only partially intact because its edge got deformed downwards and worn. The stem neck exhibits several types of damage. The lateral area of the stem neck of the proximal fracture part was examined with the sem. It is assumed that the damage seen there is a concomitant as the proximal fracture part still fixed in the head¿s taper could move freely after the fracture occurred. Neither on the fracture surface nor on the lateral area of the stem neck signs of defects that could have triggered or favored the fracture were found. As a patient consent to perform destructive testing (microsection through fracture origin) is not at hand, no further investigations could be done. With the investigations performed a reason for the fracture could not be found. After the fracture the distal fracture part of the stem rested on the rim of the metasul inlay resulting in abrasion of the polyethylene, wear on the outer edge of the metasul inlay as well as the shell¿s rim and deformation and wear on the fracture surface of the distal fracture part. Most probably also the scratches on the metasul head from the bottom till the height of the equator derived from that situation after the fracture. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).